Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of tissue swelling, redness and pain are psychological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The pt must be informed that there are potential side effects associated with implantation of the product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which can occur simultaneously with itching or pain or pressure after the injection. These reactions can last for a week.

Event description:
Healthcare professional reported injecting a pt with juvederm voluma with lidocaine in the chin, juvederm volift with lidocaine in the tear trough, juvederm ultra plus xc in the "canine fossa, columella, malar and tear trough" and restylane on the forehead. The pt was later reviewed for symptoms that developed on a previous day. Pt had "signs of edema, tissue swelling and redness" in the tear trough and "superior malar area." Healthcare professional then gave the pt "klacid mr, metronidazole, zyrtec od, and fucimide." The next day swelling had worsened and began to feel "pain." Healthcare professional prescribed additional prednisolone and im rocephin. Healthcare professional's initial diagnosis for symptoms is an "immune - medicated reaction." Symptoms are still ongoing. This is the same event and the same pt reported under MDR 3005113652-2014-00637, allergan complaint number (B)(4). This MDR is being submitted for the first suspect product, juvederm ultra plus xc.